Event description:
A pt was treated on 8/27/96 in the right nasolabial fold. Prior to beginning the injection, the injector removed an air pocket and extruded a small amount of collagen through the needle without difficulty. She tightened the needle onto the syringe using a hemostat. The injection began, and the injector had difficulty injecting the collagen into the dermis. The needle and syringe were removed from the pt, the injector extruded a small amount of material without problems, and began injecting again. There was difficulty extruding the material, so the injector applied pressure to the plunger. The hub of the syringe then became disconnected from the needle; the needle was left in the pt's skin briefly, and the material splattered onto the pt's face, including just under her right eye, and onto the eyeglasses of the injector. No harm occurred to the pt or the injector. The physician believed it was possible that the needle was not securely attached to the syringe. This event is being reported as an MDR because it could result in a serious injury if it were to recur.